Event description:
Event description cpi received information that this endotak dsp lead (0125) was removed from service due to oversensing, and inappropriate shocks. Also noted was loss of capture. At the invasive procedure it was noted that there was insulation damage. This (0125) lead was explanted, and a new endotak lead (0125) was implanted.